Event description:
It was reported that the surgeon inserted a competitor's lens using the mtc-60cfp cartridge and the haptic was broken during insertion. The lens was removed and another lens was successfully implanted without any patient injury.

Manufacturer narrative:
Results - a lot order search was performed on the injector, cartridge and ftp. There were twenty five similar complaints found for the injector, one similar complaint found for the cartridge and no similar complaints found for the ftp.